Event description:
Patient reported experiencing hyperglycemia since the pump was dropped on (B)(6) 2014. Patient alleges the pump is not administering the correct basal rate. Patient stated when she moves the piston rod of the pump by pressing the lateral up button, it makes an abnormal sound. Patient is to switch to alternative treatment and stop using the pump. No adverse event reported. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).